Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues; however, factors that may contribute to deflation issues include, but are not limited to, manufacturing damage, contrast mixing, bent/kinked shaft while inside the anatomy affecting the deflation lumen and/or stretched outer member (om) thereby reducing the deflation lumen. The reported difficulty to remove appears to be related to circumstances of the procedure as it is likely the inflated balloon met resistance with the anatomy during attempted removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was hospitalized for coronary artery disease and lower extremity arterial occlusion. A 4.5x15mm nc trek balloon dilatation catheter (bdc) was used in the right coronary artery. After the balloon was inflated, it was unable to be deflated and could not be remove from the vessel. The bdc was pressurized until the balloon ruptured. The bdc was removed from the vessel and a new bdc was used to continue the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.